Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that an error message showed on the screen to notify a neutral pad error. The message only occurred when monopolar energy was activated. The customer decided to swap to a 3rd-party generator to continue the procedure. The tse guided the customer with connecting the 3rd-party generator and personality module energy device, and the system worked normally. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu had no significant dents or scratches during visual inspection. The front bezel was in good condition. The iesu was placed on a system and run in normal mode. The c-33 error occurred during start-up.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The third-party generator was used to complete the procedure. Patient was 19 months old and female. Ethnicity was asian-china. The field engineer exchanged the erbe with a loaner erbe.